Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened and 1 open pouch. There are previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are no units in our stock. All closed packs received are tight. We have tested the needle attachment of the samples received and 1 of the samples does not fulfil the requirements of the OEM. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).

Event description:
Country of complaint: (B)(6). Needle separate from the thread in the package.